Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the cartridge or injector of a preloaded insertion system, model pcb00, did not seem to have a hole for the lens to be injected through. The cartridge was returned to the manufacturer for evaluation and the tip was deformed so that the lens could not pass through. No further information was provided.

Manufacturer narrative:
The preloaded insertion system was returned to the manufacturer for evaluation. The plunger component was not observed in advanced position. Cartridge was observed correctly engaged into lower body of the pcb00 device. Residues of ophthalmic viscoelastics (ovds) were observed in the cartridge component. Visual inspection at 10x microscope magnification showed the lens in the preloaded lens housing/cavity. The cartridge tip was observed ¿deformed and broken/crack¿. The reported issues as ¿tip broken, cartridge tip cracked or damaged¿ were confirmed on the returned product. Manufacturing records were reviewed and the pcb00 unit was manufactured according to specification. There a search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the manufacturing records review, analysis of the return, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.